Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was making noise even after the battery was removed. It was reported that the pump was dropped in the bathroom, but did not get wet. It was reported that the pump also alarmed for unexpected restart. The customer's blood glucose level was reported to be unknown. It was reported that the customer tried to press the buttons but the keypad was unresponsive. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No unexpected restart error alarm or audio/beep anomaly was noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.